Manufacturer narrative:
E1: name- medtronic minimed, street-18000 devonshire street, city- northridge, state- ca, zip code- 91325-1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the infusion set peeled off during swimming on (B)(6) 2026.